Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An olympus field service engineer (fse) reported that during an onsite inspection of the ultrasound gastrovideoscope the staff stated that they had an issue where they could not completely clean the blood inside the scope after many hours of soaking and brushing. The staff then used peroxide in the delayed soak with water/detergent, after which the blood could be brushed out of the scope. The customer stated they had to pull a brush through the scope to remove a lengthy blood clot. The fse reported that the customer was then able to successfully clean the device. There was no patient involvement.